Event description:
Account reports failing out high on one external proficiency survey sample for hcg. Reported survey result 22.39 miu/ml. Acceptable survey range 6.9 to 9.1 miu/ml. Survey sample was repeated in 2008, resulting at 8.13 miu/ml. Customer stated pts not affected. Customer declined a field service dispatch stating the results of her investigation indicates this is a random error and that she is satisfied that the instrument and assay are performed well. Additionally adding that the incident occurred 2 months ago and the qc has been ok since that time.